Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified quantity of one-link non-dehp standard bore catheter extension sets experienced a detachment between the tubing and the luer lock assembly end. These events occurred while disconnecting the patient during the therapy process. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information : the actual device was not available; however, a photograph of the sample was provided for evaluation. A visual inspection was performed to the photograph using the naked eye which revealed a separation between the tubing and the male luer. The reported condition was verified. By the nature of the sample, no additional tests were performed. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.